Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the device alarmed power error. The power management tool confirmed power error was triggered when the loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board. Device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed power error detected after replacing the battery in a timely manner. Customer also noted that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. The customer¿s blood glucose level was 188mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.